Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, after positioning the left ventricular lead, the guidewire could not be removed from the lead. The lead was removed and another was implanted successfully. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece measuring 86.1 cm. Analysis was normal. No anomalies were found.